Event description:
It was reported that the pt has a skin breakdown at the implant site. The pt reports experiencing pain under the head piece. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.